Event description:
Per the clinic, the patient was explanted in 2008 due to an infection at the site of the implant. Reimplantation is planned but had not taken place at the time of this report in 2009.